Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day following the implant of this transcatheter bioprosthetic aortic valve, an echocardiogram identified moderate paravalvular leak (pvl). With the 30-day follow-up echocardiogram, moderate pvl was identified and better visualized compared to the echocardiogram following the implant procedure. A transesophageal echocardiogram (tee) and computed tomography (CT) were planned. A possible balloon valvuloplasty to occur if the pvl was then classified as greater than or equal to moderate pvl. No treatment reported to date. No patient complications or symptoms were reported as a result of this event.

Manufacturer narrative:
Updated data: b5, b6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the next follow-up visit was to occur at the 6-month follow-up.

Event description:
Additional information reported that the six month follow-up tee was attempted but was unable to pass through. The probe was switched to a pediatric probe but image quality was significantly limited. Another echocardiogram was performed and showed trace to mild pvl. Cardiac computed tomography (CT) was performed and showed no pvl. The pvl was documented as resolved.

Manufacturer narrative:
Updated data: b5 d4 - UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.